Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored pacemaker mediated tachycardia (pmt) episodes that appeared to start without premature ventricular contraction (pvc), and the patient seemed to have retrograde conduction. Additionally, there was some farfield oversensing of ventricular signals on the right atrial (ra) channel. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system stored pacemaker mediated tachycardia (pmt) episodes that appeared to start without premature ventricular contraction (pvc), and the patient seemed to have retrograde conduction. Additionally, there was some farfield oversensing of ventricular signals on the right atrial (ra) channel. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.correction to a1: updated to u.p.